Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional via a company representative regarding a patient who was receiving lioresal (concentration 500 mcg/ml, unknown dose). Patients medical history was multiple sclerosis, spasticity. The pump and catheter were planned to be explanted on (B)(6) and would not be returned as the customer would discard them. The explant was secondary to pump pocket infection. It was unknown as to what factors may have led or contributed to the issue, it was unknown as to whether diagnostics/troubleshooting was done. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported.